Manufacturer narrative:
The hvad is used for treatment not diagnosis. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the patient's wife, which called the lvad office reporting that the patient was "unable to read" and was also complaining of left sided eye pain that started in the arm as well as inability to word process. It was stated that the patient denies any weakness, slurred speech, headache or facial drop. On admission to the emergency department the patient was alert and answering questions. It was stated that the vad was function and stable. A stroke code was called and patient underwent a stat CT which showed a new region of low hypoattenuation within the left parietal lobe suspicious for a left pcva vascular territory infarct. Patient was admitted to the intensive care unit in stable condition. It was further reported that the patient was discharged home on (B)(6) 2015 with some residual effects. No additional information was available.